Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: "participant seen in emergency department on (B)(6) 2023 with worsening right knee pain, fever, wound erythema and sinuses. Blood, x-ray & knee aspiration taken. Organism identified. Commenced on IV antibiotics. Wound exploration, debridement and washout performed on (B)(6) 2023. Finding extra capsular. Discharge from hospital on (B)(6) 2023, on oral antibiotics."